Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to a reading of 160 mg/dl obtained on from laboratory results. The customer did not notice a trend arrow on the device. The customer reported a loss of consciousness and was unable to self-treat. Both a non-healthcare professional and healthcare professional administered glucose injection for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. A sensor result of 480 mg/dl was compared to laboratory results of 39 mg/dl and the results, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. It is unknown when these readings were obtained in relation to the reported adverse event.